Event description:
It was reported that an interrogation showed the right ventricular (rv) lead with noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant concomitant: 5076-52 implantable pacing lead, (B)(6) 2008. (B)(4).